Manufacturer narrative:
Device evaluation: the product was returned dry, in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found the lens haptic bent, a haptic piece missing, and foreign material on lens surface (clear and white residue on lens). (B)(4)

Manufacturer narrative:
Corrected data: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicm5_12.1, -6.50 diopter, implantable collamer lens in the patient's right eye (od) (B)(6) 2017. After insertion, the surgeon noticed that the lens was torn. As soon as he noticed, he removed the lens and performed the exchange surgery with a similar lens after an hour. The surgery was successful. The surgeon though that the lens was torn when it was loaded into the cartridge.